Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient's parent stated the patient was very tired and the bg finger stick value was 36 mg/dl. The cgm value was not checked and the patient did not treat herself at home. The parent transported her to the emergency room (treatment was unspecified). At some point the cgm value was 150 mg/dl and the bg finger stick value was 250 mg/dl. Later the same day the bg level had stabilized and the patient felt much better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.